Manufacturer narrative:
(B)(4). Device evaluation: the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported complaint could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no similar complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zlb00 22.5 intraocular lens (iol) was explanted from a patient's right eye due to halos and glare. The patient is 6/6 on both eyes. There were no zero refractive error, no astigmatism, perfectly placed, well centered with healthy corneas, clear capsules, and normal retinas. However after 6 months, she could not tolerate the unwanted symptoms and explanting was the best course to relieve her symptoms. This report is to capture the lens explanted from the patient's right eye and a separate report will be filed for the lens implanted in the patient left eye.